Event description:
During an attempt to advance a coronary stent with delivery system to the target leiosn site in the pt's obtuse marginal branch, the stent slipped off the balloon catheter. The balloon catheter was withdrawn from the pt without complication. A snare wire was used to successfully retrieve the stent. An add'l coronary stent was successfully deployed at the target lesion site. There were no clinical sequelae reported relative to the event.